Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgeon presentation in (B)(6), a case in which synthes two titanium elastic nails broke post-operatively was presented. It was further reported during the presentation that revision surgery was performed. The two nails were explanted and the patient was revised with an unknown plate. There was no surgical delay associated with the revision surgery. This report is 1 of 2 for (B)(4).